Event description:
The pt ((B)(6)) was implanted with two leads from the same lot in the occipital region (off-label) for treatment of chronic migraines. It was reported the pt's leads were explanted and replaced due to lead migration. Prior to the procedure, it was reported the pt lost effective therapy coverage and felt stimulation in the ear and neck.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.